Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 9/4/2007 the pt emailed that her ultramini accidentally was washed with a load of clothes and now will not turn on. The pt alleged no harm. In 2007, the pt spoke with a customer care advocate indicating the meter still would not power on and she had experienced thirst, crankiness, and a headache. On a back up meter her blood glucose was 350 mg/dl. No medical intervention was required. Because the pt stated that after the issue began she felt thirsty, a symptom that can be associated with one being hyperglycemic the complaint is an adverse event. The issue was due to use error. All product was replaced.